Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, an aortic valve replacement was performed and a 19 mm epic supra valve was implanted. One year post-surgery, aortic regurgitation (ar) had worsened. In (B)(6) 2016, the patient presented with cardiac insufficiency and was administered a diuretic and the patient was reported to be in stable condition. On (B)(6) 2016, a re-do aortic valve replacement was performed and the 19 mm epic supra valve was explanted and replaced with a 19 mm trifecta valve. Upon explant, the cusp appeared to be torn from the commissure between the right coronary cusp and the non-coronary cusp toward the right coronary cusp. No calcification was observed on the cusps. The patient was reportedly recovering postoperatively.

Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in cusps 1 and 2. There was a thin layer if fibrin on cusps 1 and 3. No acute inflammation or significant calcifications were observed in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2014, an aortic valve replacement was performed and a 19 mm epic supra valve was implanted. One year post-surgery, aortic regurgitation (ar) was observed. In (B)(6) 2016, the patient presented with cardiac insufficiency and heart failure and was administered a diuretic. The patient was reported to be in stable condition. On (B)(6) 2016, a re-do aortic valve replacement was performed and the 19 mm epic supra valve was explanted and replaced with a 19 mm trifecta valve. Upon explant, the cusp appeared to be torn from the commissure between the right coronary cusp and the non-coronary cusp toward the right coronary cusp. No calcification was observed on the cusps. The patient was reportedly recovering postoperatively.